Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the manufacturer¿s representative (rep). It was reported that the rep¿s understanding was that the healthcare professional (hcp) wanted to send the pump back to ensure quality control. They indicated that this pump was an end of life. The hcp¿s communication to the rep did not hint at any shorted battery life. There were no further complications reported/anticipated.

Manufacturer narrative:
Device interrogation revealed the pump had been programmed to deliver 1,000 mg/ml of baclofen at 136.7 mg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for intractable spasticity and multiple sclerosis. It was reported the pump was replaced on (B)(6) 2017, due to a suspected device failure or malfunction. ¿end of life ¿ battery¿ was also noted. It was reported a deficiency was alleged with the device¿s performance by a medical professional. It was indicated the event occurred at a hospital, during surgery, or had a direct impact on the patient. The event date was provided as (B)(6) 2017. The device was returned to the manufacturer for analysis. No further complications were reported or expected.

Manufacturer narrative:
Regarding the field: intervention required is no longer applicable and the additional information received indicated the event is no longer a reportable serious injury or malfunction. The device code (B)(4) is being updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the end of life (eol) was not premature and there was no device problem. The patient did not experience any symptoms related to the event and the issue identified was eol. It was noted baclofen was working properly following the replacement and the patient's weight was (B)(6) kilograms. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The device passed all functional testing in the laboratory. No longer applies. If information is provided in the future, a supplemental report will be issued.